Event description:
On (B)(4) 2013, it was reported that the physician's handheld was not holding a charge. It was stated that the handheld loses its battery fairly quickly when it is taken off charge. This started about three months ago. As the physician had other programming systems available, no patients were affected. No other information has been provided.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with handheld prior to distribution.